Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. A review of past complaints for this product line was conducted. There was a total of 3 complaints received since january 1, 2020, none were received for erroneous results. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using an unspecified bd tube, the customer received erroneous results. "Material no. Unknown batch no. Unknown. It was reported that there is a collection tube issue. Update: customer is experiencing erroneous results. Per email: my customer at (B)(6) in (B)(6) sent me the following inquiry regarding p800 tubes: we buy a ton of these tubes for metabolic marker analysis. Currently we are analyzing samples for ghrelin and have run into an issue with almost non-existent levels detected by the msd (mesoscale discovery) kit. We are at a point of trying a new kit (totally new vendor) but before we do that just wanted to make sure we were not potentially looking at a collection tube issue. Do you know of any known issues with the p800 tubes? We ran into something similar with cpt tubes years ago, where an entire study was collected and after the study ended we received notice of a recall on the tube lots we were using."